Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for infrarenal aortic dissection and was implanted with a conformable gore tag® thoracic endoprostheses (ctag). It was reported that there was partial unintentional coverage of the right renal artery. There was no deficiency of the device reported. The patient tolerated the procedure. On (B)(6) 2019, the patient was reported to be experiencing renal function. Computed tomography was performed this date and showed complete coverage of the right renal artery. The patient underwent reintervention and the was converted to open repair and the conformable gore tag® thoracic endoprostheses was explanted. The patient tolerated the reintervention.

Manufacturer narrative:
The gore® tag® thoracic endoprosthesis provides endovascular repair of the descending thoracic aorta (dta). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for infrarenal aortic dissection and was implanted with a conformable gore tag® thoracic endoprostheses (ctag). It was reported that there was partial unintentional coverage of the left renal artery. There was no deficiency of the device reported. The patient tolerated the procedure.